Event description:
It was reported another MFR's intra-aortic balloon catheter ruptured approx 48 hours after placement causing blood to enter the dome assembly of the intra-aortic balloon pump. The pt was transferred to another intraaortic balloon pump without incident. There were no pt complications involved. Approx care of an iabc entails observing the connecting tube for blood. If blood is noted in the tubing, the pump is turned off and the catheter replaced. Operating manual for the pump states: the appearance of blood in the catheter tubing indicates a leak in the balloon and requires immediate changing of the balloon". No further details were available from the user facility regarding when the blood was initially noted in the tubing. The bio-med dept at the user facility evaluated the balloon pump. The dome assembly tray components were contaminated with blood the parts will be replaced and the pump will be put back into service.